Manufacturer narrative:
(B)(6). Investigation summary: upon inspection of the photo provided, we noted minor flashes (excess plastic) at the top of the syringe. A batch history review showed no non-conformances associated with this issue during the production of this batch. It is likely this occurred during manufacturing in the injection process due to either an increase of the injection pressure or an issue related to the closing of the mold. The flashes are part of the manufacturing process and not considered a defect if they are within the established tolerances. In this instance it is considered a cosmetic issue that is not likely to affect the performance of the device. We appreciate you taking the time to bring this observation to our attention and we regret any inconveniences this incident may have caused you and your facility. Investigation conclusion. Sample evaluation. We have been provided with a picture of the affected sample. The sample showed flashes on the top of the syringe tip. Therefore, the evaluation confirmed the reported issue. Bhr review. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine (B)(4) (november 14th - 16th, 2017). Syringes were assembled in machines (B)(4), in lot #7317654 (november 13th - 20th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lot #7318864, #7311693, #7296611, and no problems, defects or qn were found. We have also reviewed the plunger lots #7318868, #7311697, #7296627, and no problems, defects or qn were found. Root cause description. Root cause analysis. Visual inspection of the returned pictures revealed some minor flashes on the top of the syringe tip. Based on the pictures of the sample, flashes were produced in the injection process, due to a punctual increase of the injection pressure or an issue related to the close of the mold. Related to the minor flashes on the top of the syringe tip, we would like to confirm that these are part of the manufacturing process and are not considered as a product defect if these are within the established tolerances. Based on our experience with the product, this is a cosmetic issue, since it would be highly unlikely that this material could affect the performance of the device. Confirmation. The returned picture of the sample presented flashes in the syringe tip. We confirmed the reported issue. CAPA determination. No - based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.

Event description:
It was reported that before use a bd¿ syringe was found with "burr on the tip of barrel before using."there was no report of exposure, injury or medical intervention needed.